Manufacturer narrative:
An event regarding periprosthetic fracture involving a accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant concluded. Procedure-related factors: none. Patient-related factors traumatic incident of the patient during physical therapy. Device-related factors: none diagnosis: a traumatic incident of the patient during physical therapy of the patient at 3-months post arthroplasty caused a periprosthetic fracture with subsequent subsidence of the stem requiring revision with fracture stabilisation. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that a traumatic incident of the patient during physical therapy of the patient at 3-months post arthroplasty caused a periprosthetic fracture with subsequent subsidence of the stem requiring revision with fracture stabilisation. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The doctor revised an accolade ii stem and head to an accolade c stem due to a fracture. The doctor mentioned that the fracture may have occurred during physical therapy. The primary surgery was on (B)(6) 2017.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor revised an accolade ii stem and head to an accolade c stem due to a fracture. The doctor mentioned that the fracture may have occurred during physical therapy. The primary surgery was on (B)(6) 2017.